Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen issue could not be verified. Based on the analysis, the alleged malfunction 3-0x2075 issue was verified and a different issue (malfunction 3-0x2076) was identified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a malfunction occurred. The customer's blood glucose was 164 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.